Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, a charge-coupled device (ccd) had a dead pixel showing on the image. The no image was due to a faulty cable unit. The investigation has been completed. A device history record (DHR) was performed and found no non-conformances that would cause the reported malfunction. All records indicate that the device was manufactured in accordance with all applicable procedures. Instructions for use (IFU) states: ¿strong impacts could damage the electrical circuits inside the camera head. Do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Doing so could damage the camera cable. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. Doing so could damage the cable.¿

Manufacturer narrative:
As the device has not been returned for evaluation, we are unable to determine a root cause for the reported event. If additional information becomes available or the device is returned for evaluation, a supplemental report will be filed.

Event description:
A user facility reported an image problem. The image does not appear. No patient involvement or injury was reported. No additional information has been obtained.